Manufacturer narrative:
Continued: this model is not distributed in the united states, therefore 510k is not applicable. We do have similar model eg29-i10c-us available in the united states with a 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the (B)(6) region stating "no video image" involving pentax medical video gastroscope model eg29-i10c, serial number (B)(4). The user responded to a pentax customer service request for additional information on 10-aug-2021 and reported the equipments is hermetic according to airtightness tests carried out in the laboratory. The failure was found at the beginning of the procedure initially the console was restarted which temporarily resolved the image failure, but it did not permanently solve the failure. No accessories were used during the procedure. There was no report of death, serious injury or other significant/important medical event. A return authorization number was provided for the return of the endoscope, but has not been received as of 31-aug-2021. The investigation remains in-process. This event meets the requirement for FDA reportability;

Manufacturer narrative:
Evaluation summary: customer reported no video image. The customer stated both have image failure. Both equipments are hermetic according to airtightness tests carried out in the laboratory. Videogastroscopio hd, diam. Ext. Tubo inser 9.8mm. Diam. Int canal trabajo 3.2mm pentax eg29-i10c serie: a0008z0399. The other video gastroscope is videogastroscopio hd, diam. Ext. Tubo inser 9.8mm. Diam. Int canal trabajo 3.2mm pentax eg29-i10c serie: a0008z0661. Please refer to complaint-pai-21-080010 for other video gastroscope. Therefore, we checked the returned unit and confirmed that the ccd module failure. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the lg cable connector fluid damage, the light guide fiber bundle (lcb) broken, and the lg cable connector corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint.